Event description:
The user facility (a veterinary clinic in a zoo) reported that they were removing an IV catheter from a giraffe when it "broke". The catheter had been in use for about 14-days and seemed to be working fine until the animal began to act as though the medication was infiltrating when it was injected. The catheter was heavily taped down to the animal. When it was pulled out, the veterinarian observed that the catheter appeared to be "kinked" about 1/4-inch from the hub and the rest of the catheter tubing was missing. The veterinarian cannot be sure if the missing piece is in the animal or not as it may have become4 caught on the bandage, which was covered with straw. The animal did not exhibit any related symptoms.